Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation / atrial flutter procedure, an air leak was noted. After the sheath was inserted into the patient and the non abbott catheter (octa-ray manufactured by biosense) was inserted, mapping was performed and air was aspirated from the sideport. Aspirating the air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.